Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03785, 2134265-2017-04408. It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. The anatomy was noted to be anterior chicken wing. A double curve watchman® access system (was) was advanced; however, they could not obtain optimal position. The was (was) removed and exchanged for an anterior curve was. A 24 mm watchman ® laa closure device & delivery system (wds) was advanced via the was. The patient¿s blood pressure began to drop and st elevation occurred. All fluoroscopy angles were viewed and they could not see any change or air bubbles. However, under echocardiogram, air was noticed in the left ventricle. They deployed the closure device. The anesthesiologist gave the patient 10 units of epinephrine which caused the patient to go into ventricular tachycardia. The nurses used defibrillator pads to cardiovert the patient. After cardioversion the patient was fine. The event was considered resolved and the device remains implanted in the laa. No further patient complications were reported. It was noted the patient was doing great.